Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2004, and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, limb length inequality, metallosis, and metal poisoning. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 right hip revision report noted the revision was due to a periprosthetic femur fracture after sledding, dislocation, and leg length inequality. The operative report further noted the presence of metallosis, oily tarry black stained tissues, cup malpositioned and insufficient posterior acetabular wall. The acetabular cup, liner and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "undesirable shortening of limb." And "dislocation and subluxation due to inadequate fixation and improper positioning." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-2014-03562 /-03563 /-05649).